Manufacturer narrative:
Product complaint#: (B)(4). Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work during the procedure. Per service report, this complaint can be confirmed. It was found during evaluation that the motor was corroded and was in poor condition. Further, it was observed that the cable sheath was cut. The motor, and cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device, and contact with the motor is responsible for the corroded motor. User mishandling and/or lack of maintenance can be the most probable root causes of the observed cut in the cable. The corroded motor, and defective cable would have caused the device not to function as expected. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/10/2020, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer as following: the device didn¿t work during an unknown procedure. Spare device has been used to complete the procedure; no harm to the patient reported. 5 minutes delay reported; no further information available.